Event description:
It was reported by service report that the foot end hi-lo motor had a slight drift and when the bed was lowered to its lowest position it caused the scale to be inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.